Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there are segments that do not light. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit provided both audible and visual alarms. All segments of the led display illuminate as per design. However, the unit was found to not turn on when using battery. An internal inspection of the device was conducted and the system board was found to be defective. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.